Manufacturer narrative:
Fujifilm healthcare corporation is performing additional investigation to determine the root cause. A supplemental report will be submitted pending results of the investigation.

Event description:
On (B)(6)2022. Fujifilm healthcare corporation received a complaint regarding the echelon xl 1.5t MRI system. The site reported that during the exam, the patient complained of a burning sensation on their upper abdomen, just below where the coil sits. The patient reported that she experienced burning sensation only when the scan was running. The scans were getting artifact so 4 scans had been repeated before the patient started to complain. The patient's abdomen was red, but there were no other markings. The patient did not have continued pain and did not need any medical treatment. There was no death or serious injury associated with this event. As such, this report is being submitted in an abundance of caution.

Manufacturer narrative:
On may 12, 2022, fujifilm healthcare corporation concluded the root cause investigation. The root cause of the reported issue was not determined. The breast coil from the device was temperature tested and the results were within specification. There was no objective evidence to validate that any of the device equipment was not working as intended or could cause harm to the patient. The device use also met expectations per the specified instructions for use guidelines. No uncommon potential sources of the artifact could be identified. All measurement conditions tested within normal limits.